Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose was 139 mg/dl. Reportedly, the customer continued to use the pump and reverted to manual injections for insulin therapy.